Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer's mother reported that her son's adc freestyle libre sensor had issues with a low reading followed by a sensor error message. The customer's mother reported that the sensor gave a reading of 45 mg/dl so the she gave the customer four candies. When she attempted to obtain a subsequent sensor scan reading, a continual error message of "try again in 10 min" was received. After one hour the mother performed a finger-stick test using the built-in meter, which provided a reading of 322 mg/dl. The mother administered an unknown amount of insulin as treatment. The mother reported that the son did not have any symptoms, but he was unable to treat himself. No further treatment or intervention was reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Visual inspection has been performed on the reported sensor patch and no issues were observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A customer's mother reported that her son's adc freestyle libre sensor had issues with a low reading followed by a sensor error message. The customer's mother reported that the sensor gave a reading of 45 mg/dl so the she gave the customer four candies. When she attempted to obtain a subsequent sensor scan reading, a continual error message of "try again in 10 min" was received. After one hour the mother performed a finger-stick test using the built-in meter, which provided a reading of 322 mg/dl. The mother administered an unknown amount of insulin as treatment. The mother reported that the son did not have any symptoms, but he was unable to treat himself. No further treatment or intervention was reported. There was no report of death or serious injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated. Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Removed and inspected sensor plug assembly, no failure mode was observed. All results were within specification. No product deficiency was identified.

Event description:
A customer's mother reported that her son's adc freestyle libre sensor had issues with a low reading followed by a sensor error message. The customer's mother reported that the sensor gave a reading of 45 mg/dl so the she gave the customer four candies. When she attempted to obtain a subsequent sensor scan reading, a continual error message of "try again in 10 min" was received. After one hour the mother performed a finger-stick test using the built-in meter, which provided a reading of 322 mg/dl. The mother administered an unknown amount of insulin as treatment. The mother reported that the son did not have any symptoms, but he was unable to treat himself. No further treatment or intervention was reported. There was no report of death or serious injury associated with this event.